Manufacturer narrative:
Medical information has not been received and the product involved in the event was not returned. A review of the lot batch records and testing of a retain sample concluded this product was formulated, manufactured, and packaged according to local and global product specifications. The consumer reported that she experienced burning and stinging after use of the product. Consumer also reported she visited her doctor, was diagnosed with conjunctivitis and was treated with an antibiotic and a cortisone eye drop. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the consumer stated she has recovered. The symptoms and sign of conjunctivitis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported that after several times of using the product with no issues, she experienced burning and stinging. Consumer reported she visited her doctor and was diagnosed with conjunctivitis. She was treated with an antibiotic and a cortisone eye drop. Consumer's eye condition resolved. Medical information was requested but was not received. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.